Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has passed away. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient has passed away. The user alleged esophageal cancer. E1 and g2 were updated on this report. H1 was incorrectly reported as serious injury on the previous report, it is corrected on this report as "death". H6, clinical code was updated to reflect cancer.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to CPAP device's sound abatement foam. The patient had esophageal cancer. The patient has passed away. On the previously submitted report section g4 had incorrect PMA/510(k). Section g4 corrected in this report. The manufacturer did not receive contact information to obtain additional information and to request the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2.the report should have been sent for product problem only in section b.1. The comment was incorrectly added in section h10 as manufacturer's narrative.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient had esophageal cancer. The patient has passed away related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. This notification was reviewed by the pms clinical expert due to the patient's attorney reporting: wrongful death of personal injury matter. The patient died from esophageal cancer. The device may have caused or contributed to the reported event. However, there is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information.